Event description:
It was reported to covidien in 2008, that a customer had an issue with a vistec sponge. The customer reports a gauze sponge shredded apart into a pt's wound during surgery. The customer reports that she believes the gauze was opened/unfolded to one layer prior to it shredding into the pt's wound, but can not be certain.

Manufacturer narrative:
Submit date: 11/4/08. An investigation is currently underway. Upon completion, the results will be forwarded.